Manufacturer narrative:
Visual analysis of the photographs identified: - anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -malaise-ndr: unable to confirm as it is a medical event not related to the device. -lump/nodule: unable to confirm as it is a medical event not related to the device. -varied injuries-ndr: unable to confirm as it is a medical event not related to the device. -pain: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Annex codes a25, e2403, and f26 were inadvertently submitted in previous medwatch. Physician information: (B)(6).

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Patient also reported left side fatigue and vertigo, which is not device related. Device has been explanted. This relates to the right side.